Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had atrial fibrillation (af) with rapid ventricular response (rvr) and intermittent t wave oversensing which resulted in the patient receiving four inappropriate shocks last year. It was noted that the patient was just released from prison and has a bad heart. Technical services noted that the patient may benefit from rate control. Review of current device data found there was a little blip on the alternate vector, and there was no sensing due to its size, but it was not completely flat. R waves were noted to be small. The device was programmed to secondary vector and the plan is to continue to monitor. At this time, the s-ICD system remains in service. No additional adverse patient effects were reported.